Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold. The ra lead experienced a micro-dislodgement. The cause could be attributed to potentially patient non-compliant with arm restrictions. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.